Event description:
A laparoscopic cholangiography set was opened for use in the case. When the nurse attempted to fill the balloon on the device, it was unable to hold pressure. A second set was opened and again they attempted to inflate the balloon but because of a leak were unable to do so. A third set was opened and inflation attempted. This time it was successful. The procedure was then completed without any further complications.